Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure for incontinence on (B)(6) 2013. Concomitantly, the patient underwent a laparoscopic vaginal assisted hysterectomy with an anterior and posterior repair. On (B)(6) 2013 the patient could only void small amounts and the sling was adjusted and loosened. On (B)(6) 2013, the patient returned and 1000cc of retained urine was drained. The catheter was left in place until (B)(6) 2013. Currently, the patient is still unable to void to completion. The surgeon is considering taking patient back to operating room to release the sling.